Event description:
The customer stated she was hospitalized for high blood glucose levels and ketones. The blood glucose levels were not reported. Prior to the hospitalization, the customer stated that she changed the infusion set three times and also tried a new vial of insulin. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.